Event description:
It was reported that this right ventricular (rv) lead presented a possible malfunction. An xray was performed and the integrity of the lead was evaluated. The lead remains in service. No additional adverse patient effects were reported.